Manufacturer narrative:
The batch record review of the batch in question, 61231057,palacos r did not reveal any abnormalities. There are various factors that can have an impact on application and curing phases, such as storage conditions, room temperature, humidity, bone cement components, mixing device and mixing technique. Thereby curing times can differ. These do not affect the mechanical properties of the product. In this case the room temperature was about 24°c (75-76°f). At a higher room temperature, the application time for the cement is shortened accordingly, as the cement hardens faster. Therefore, the user should familiarize himself/herself with the cement properties prior to the cement use. As a guidance, the working times of palacos® r are shown in the instructions for use. Excerpt of instructions for use 2104_20697_palacos_r_gba_kartonierer_us.indd: intended user. [...]the surgeon must be thoroughly familiar with the properties and handling characteristics of palacos® r. As the handling of palacos® r varies with temperature, humidity, and mixing technique, a test mix should be performed to ensure familiarity with its characteristics. Handling. [...]the mixing, waiting, application, and setting times of palacos® r are shown in the diagrams at the end of the instructions for use (see working times). Note: these are stated for guidance only because the application and setting times depend not only on temperature but also on mixing method used and the humidity in the operating room. The storage temperature also influences the application time. In general, higher temperatures during storage and in the operating room, higher humidity, and vigorous mixing of the bone cement lead to shorter application times and vice versa. It was stated the mixing time was about 45-50 seconds. This is slightly longer than the 30 seconds mixing time recommended in the instructions for use (paragraph "mixing and application"). Longer mixing can add more energy to the system which may also cause a shorter curing time. Moreover, it was reported that the surgeon was "scrambling to get the implant in place". Presumably, the user was too slow when preparing the cement not considering the influence of the high room temperature and applied the cement outside its defined time frame. The loose tibial component was classified as "failure to osseointegrate". This also indicates that the cement was already outside its application consistency leading to an insufficient cement intrusion into the bone. This is a known risk based on the corresponding risk management file: excerpt from 22620_hme-rmf_risk_management_matrix_rmm_palacos_r_lv_mv_rev02: h02.5. Hazard: preparation / use of the device outside of the defined time frame(s). Hazardous situation: application of the bone cement outside of the defined time frame. Loosening of the prosthesis. Potential harm: revision of the prosthesis.

Event description:
It was reported that a patient that received a total knee in august 2022 was coming back for revision due to pain and loosening of the tibial component. The patient started experiencing pain about 10 weeks after surgery. According to the or staff, the room temperature in the or was about 24°c (75-76°f) back then and the cement did set quickly leaving the surgeon scrambling to get the implant in place. Revision not scheduled yet; event date unknown. Original information: information received via companies product experience report: ms. (B)(6) called to enquire about the maximum room temperature that palacos can be used safely. Stated that they have rooms in the afternoon that reach 75 or 76 degrees. A patient that received a total knee on 8/3/22 was coming back for revision. She recalls the room being warm and the cement setting quickly. ---------------------------------------------------- information received by questionnaire (completed by ms. (B)(6)): patient: male, 57y/o, 90.7kg. Initial surgery: 02.08.2023 (knee). Indication for surgery: post traumatic oa. Previous surgeries: tibial plateau fx. Thrombosis prophylaxis: ted, scds. Infection prophylaxis/treatment: chg wipes, ancef intra-op. Mixing system: 206015000 stryker mixing bowl. Preparation of implantation site: pulse lavage. Note to initial surgery: room temperature noted to be warm, cement set up more quickly than usual leaving the surgeon scrambling to get the implant in place. Event description: patient requires revision surgery, revision surgery has not yet been scheduled. Loosening: failure to osseointegrate. Info received by ms. (B)(6) on 21.02.2023: patient started experiencing pain on (B)(6) (about 10 weeks after surgery). Patient started off with just discomfort when standing and now patient has constant pain that is worse with standing and walking. Tibial component has loosened. Info received by ms.(B)(6) 22.02.2023: unfortunately since this case was reported months after it occurred I do not have that information. I do know that the mixing time was 45-50 seconds.